Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) was checking the system for an MRI and bipolar pair 8-9 on right stn was showing low impedances with no numerical value. It was reviewed for the rep that an MRI would not be recommended given that "low" means impedance is less than 250 ohms and outside of recommended MRI impedance range. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the low impedances was unknown. When asked if the issue was resolved it was stated ¿patient was programmed to another contact.¿ the information was confirmed with a physician.